Event description:
Information received from the field does not address the patient's clinical status but notes that although the device was previously programmed to ddd, it was found in vvi mode and could not be interrogated or programmed. The patient noticed the change 8-10 days prior to the office visit.